Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that repeat change battery alarms occurred and that the pump was shutting off without any warning; when the pump was turned on after rebooting, another replace battery message occurred, not allowing the prime steps to be completed. The reporter denied damage to the battery compartment and the battery cap and there was no evidence of moisture or corrosion inside the battery compartment or behind the display screen reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.